Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not address bg. The customer continued to use the pump for insulin therapy.